Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation result of inner sheath detached. Imdrf device code a041001 captures the reportable investigation result of stent wire punctured sheath. Block h11: a wallstent biliary uncovered stent and its delivery system were received for analysis. Visual inspection showed that the stainless-steel tube and inner sheath were detached, and both the blue outer sheath and the clear outer sheath were kinked. Microscopic examination further revealed that the stent wire had punctured the clear outer sheath. No other damages were noted to the stent and delivery system. The investigation concluded that the noted damages were most likely due to procedural factors, such as, lesion characteristics, device handling, and the technique used by the physician, including the amount of force applied which could have contributed to the damage noted on the device. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a wallstent biliary uncovered stent was to be implanted in the common bile duct to treat a malignant stricture secondary to cholangitis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stainless-steel tube detached while the physician attempted to deploy the stent. The stent was removed from the patient fully covered by the outer sheath. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: this complaint has been deemed MDR-reportable based on investigation findings indicating that the inner sheath was detached and the stent wire punctured the clear outer sheath. Please see block h11 for full investigation details.